Manufacturer narrative:
An evaluation of the kangaroo joey pump was performed for the reported condition of the unit is over delivered. The unit was triaged and the reported issue could not be confirmed at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 1/30/2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2017 that a customer had an issue with an enteral feeding pump. The customer reports that the unit over delivered. The issue was discovered during pm. The device was not used on a patient. The volume to be infused was 75ml and the rate was set to 75ml/h. The actual volume delivered was +10%. The feed was completed in .5hrs